Event description:
Pt received 2 shocks from the ICD. Noninvasive evaluation revealed a lead impedance with possible fracture. Pt subsequently underwent invasive insertion of a new lead and revision of the lead pocket.